Manufacturer narrative:
The pump was received with currents within specifications. No unexpected off no power alarm was noted. The pump was received with a stripped battery cap coin slot. The pump had intermittent button response due to a flattened up keypad dome. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. The keypad connector was found closed properly during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to remove the battery cap. The customer also reported that they received an off no power alarm. The customer's blood glucose was 214 mg/dl at the time of incident. The customer was advised to monitor the insulin pump if they continued to use the insulin pump. The customer was unable to troubleshoot for the off no power alarm at the time of call. The insulin pump will be returned for analysis.